Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: battery casing device, (B)(6) 2020. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by netherlands that during service and evaluation, it was determined that the moving parts of the trigger did not move smoothly on the small battery drive device. It was determined that the device had a cosmetic damage - worn coupling, and a component damage. It was further observed that the motor was damaged and would not run. It was further determined that the device failed pretest for check the oscillation/forward/reverse switch mode function, check triggers, check the attachment coupling and general condition. It was noted in the service order that the device did not work while being used together with the battery casing device. It was reported that there were no delays in the surgical procedure as an identical spare device was used to complete the surgery. It was further reported that the device was used as indicated on the device label. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.